Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 07-jun-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawer 1.1 had failed. A field service engineer inspected all pockets of mini drawer 1.1. During the inspection, it was found that the drawer was heavily weighted down, and field service engineer suggested to spread out the medications to lighten the load. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es had a malfunction that the drawer was not opening. The customer stated that they were able to get medications from another drawer. There were no adverse events or injuries reported based on this event.